Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to circuit board failure. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon was due to main board failure. An abnormality was detected in the internal circuit, then the reported phenomenon occurred. The cause of the abnormality of the internal circuit was considered to be an accidental failure because 4 years and 10 months had passed after manufacturing.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified timing, the front panel display suddenly disappeared and an error sound was heard. There was no report of patient injury associated with the event. The event date was unknown.